Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The patient presented with in-stent restenosis. A 2.50mmx40mm apex balloon catheter was advanced for dilation. However, during the second inflation at 10 atmospheres, the balloon ruptured after being inflated for 90 seconds. The device was completely removed from the patient's body. A stent was placed in the lesion and the procedure was completed. No patient complications were reported and the patient's status was fine.